Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting the attune s plus the attune tibial impactor broke into two pieces. Dr. Robert good had completed impacting the tibial tray and there was no delay in the case. All pieces were recovered.